Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the set screw was unable to be tightened into the device header. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported field event of setscrew anomaly was verified in the lab. The device was tested on the bench and it was noted the left ventricular (lv) lead bore¿s setscrew was dislodged from its connector block and had rotated beneath the septum. This prevented the screwdriver from inserting into the hexagonal cavity of the screw. When the screw was re-engaged with the connector block, the screw operated normally in affixing a lead to the device. This result is consistent with the setscrew event being caused by damage during the implant procedure. The other set screws operated normally. The device functionality was bench tested. No anomaly was detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.